Event description:
It was reported that during a ptca/stent procedure, attempts to cross the lesion were unsuccessful. After the device was removed, a vessel dissection was noted. An iabp was inserted and the patient was sent for emergent CABG.